Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort resulting from the implantable pulse generator (ipg) having turned on its side since implant. The pocket was revised and the device was sutured down to ensure position. It was also reported that the right atrial (ra) lead dislodged during the pocket revision procedure. It was noted that the lead had become twisted around the device from the patient moving the device in the pocket after initial implant. The ra lead was repositioned. The device and lead remain in use. No further patient complications have been reported as a result of this event.